Manufacturer narrative:
D4: UDI is unknown as the part/lot number was not reported.

Event description:
It was reported that during testing; a bur broke off and was stuck in the attachment. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.